Manufacturer narrative:
Preliminary risk assessment indicates: severity: preliminary 3 (critical). There has been no mistreatment or injury reported. The uncontrolled movement of the table may potentially result in a serious injury. Probability: preliminary b (improbable). The dead man switch was blocked permanently due to an unintended modification. Thus, a defect motion button caused immediate table motion. There are buttons installed for emergency power off, which may be used to stop treatment and all movement.

Event description:
A potential product issue has been identified with our mevatron linear accelerator. In the abundance of caution this issue is being reported. Zxt-table moves independently up as soon as master break is opened. No pt was injured. The initial investigation revealed that a defective panel on the left side was causing a permanent vertical command. It was determined that the reason of the defect was a small magnet that was part of the customer's label and was found in the mechanics of the dead man switch causing a blockage in the switch. There has been no mistreatment or injury reported and further investigation is required for cause determination and final corrective action.